Manufacturer narrative:
Merge healthcare is evaluating the allegation by the customer to determine its validity and if any corrections or actions are required.

Event description:
Merge cardio is an integrated cardiovascular information system classified as a picture archiving and communication system (pacs). On (B)(6) 2016 a customer called into merge healthcare and alleged that there was incorrect procedural verbiage in a merge cardio report. Inaccurate catherization procedure details in a report could potentially lead to an incorrect diagnosis or treatment. Merge healthcare is investigating this customer's allegation. There is no indication from the customer that there was any confirmed mis-diagnosis or mis-treatment of a patient due to inaccurate verbiage in a patient's cardiology report. Reference (B)(4).

Manufacturer narrative:
After further investigation by the merge healthcare's engineering team, it was determined that this issue was due to incorrect mapping procedure names crossing from merge hemo reports to cardio reports. Engineering found the user was manually entering the procedure name, "laser arthrectomy ", which was incorrect. The procedure must be named "laser" instead of "laser arthrectomy" for it to map correctly. Engineering then worked with the customer to correct how names are entered for mapping procedures. This issue is highly detectable to the trained user and there was no indication of patient harm as a result of this issue nor would a reoccurrence have a remote or greater likelihood to result in a death or serious injury. No further actions are needed at this time. Revised information contained in this supplemental report includes the following: updated contact office - name/address/email, indication that this is follow-up report 001, indication of malfunction as reportable event, indication of additional manufacturer information is contained in this follow-up report.